Manufacturer narrative:
H3: one pneupac¿ parapac plus ventilator was received with no physical damages. The ventilator was tested by connecting it to an o2 supply. The reported issue was duplicated; the gas eyeball indicator did not change from red to white. The issue was caused by a defective oxygen gas supply indicator. The oxygen gas supply pressure indicator kit will be replaced to resolve the issue.

Event description:
Information was received indicating that the gas eyeball indicator to a smiths medical pneupac¿ parapac plus was observed to not be working. There were no reported adverse effects.